Manufacturer narrative:
Concomitant medical products: d274drg ICD implanted: (B)(6) 2011.

Event description:
It was reported that that the patient presented to the emergency department after having received an inappropriate shock for apparent non-physiologic oversensing on the right ventricular lead. The patient was noted to have done cocaine on the day of the alert. During the lead revision procedure a few days later, the right ventricular lead was noted to have a fracture approximately 20 cm from the lead header. The right atrial lead was also noted to have an apparent fracture. Both leads were noted to be explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.